Event description:
Lead explanted due to product malfunction. No additional information on complaint in available. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The analysis showed multiple abrasion marks along the lead fragments. In particular 31 cm proximal to the lead tip the lead body was found squeezed and damaged, which is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.